Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pelvic pain") and post procedural haemorrhage ("post op bleeding") in a 42 year-old female patient who had essure inserted (lot no. 50697310) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression puerperal in 2005 and headache, anxiety, painful periods, smoker, abdominal cramps (after eating), heavy periods, parity 3 and c-section (1 forceps delivery and two elective c-sections due to difficult first delivery). As concurrent condition the report mentioned irritable bowel syndrome. Concomitant products included ferrous fumarate, propranolol and sertraline. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea") and post procedural haemorrhage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy, cystoscopy and re-suturing of bleeding left uterine vessel). At the time of the report, the heavy menstrual bleeding and post procedural haemorrhage had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and post procedural haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.124 kg/sqm. [Hysteroscopy] on (B)(6) 2013: device inserted bilaterally without resistance. Right side: 4 springs visible. Left side: 7 springs visible [investigation] on (B)(6) 2019: 3 weeks post surgery and physically is making a very good recovery. The urinary catheter has been removed and bladder functions is normal. An abdominal ultrasound scan confirmed an empty bladder and no evidence of pelvic collection. Dr explained that bladder injury resulted from dissection of bladder from c-section scar. It was recognized immediately and repaired appropriately and that there was no bleeding from pelvic side wall during repair of bladder process. Following accidental removal of pelvic drain in recovery, patient returned to have a fresh drain inserted. Later unfortunately, intraperitoneal bleeding necessitated a further return. Dr explained to patient that at no time was her life in significant danger and the hb concentration did not fall below 99 g/l and other than tachycardia, vital signs remained entirely stable. Patient had vasovagal episode during explanation; on (B)(6) 2019: patient¿s recovery is proceeding uneventfully. This is very little in the way of pain. Bowel and bladder functions are relatively normal [pathology test] on (B)(6) 2019: specimens: uterus bso simple. Clinical details: history of heavy menstrual bleeding and pelvic pain. Essure sterilization in past. Patient anxious re its effect. Check for evidence of chronic inflammation, infection and adenomyosis. Gross description: there is no macroscopic evidence of fibroids or adenomyosis. The right fallopian tube measures 50 mm in length and is congested. Left fallopian tube measures 50 mm in length and is congested. Sections of cervix showed mild chronic inflammation and small benign endocervical polyp. Vaginal skin and myometrium are unremarkable. There is no evidence of hyperplasia or neoplasia. There is no evidence of adenomyosis. Both fallopian tubes are congested but there is no evidence of significant inflammation or neoplasia. Final diagnoses: uterus and cervix - mild cervical chronic inflammation; benign endocervical polyp; no evidence of inflammation or neoplasia; bilateral fallopian tubes: no evidence of inflammation or neoplasia [ultrasound scan] on (B)(6) 2013: confirmed appropriate positioning of essure sterilization devices [ultrasound scan vagina] on (B)(6) 2019: anteverted uterus. Endometrium thick, negative ¿ d15. Both ovaries low afc. [X-ray] on (B)(6) 2018: 2 linear devices within central and right side of pelvis in keeping with essure sterilization devices. There is separated by 3.4 cm (ts) lot number: 50697310 manufacture date:2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pelvic pain") and post procedural haemorrhage ("post op bleeding") in a 42 year-old female patient who had essure inserted (lot no. 50697310) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression puerperal in 2005 and headache, anxiety, painful periods, smoker, abdominal cramps (after eating), heavy periods, parity 3 and c-section (1 forceps delivery and two elective c-sections due to difficult first delivery). As concurrent condition the report mentioned irritable bowel syndrome. Concomitant products included ferrous fumarate, propranolol and sertraline. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea") and post procedural haemorrhage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy, cystoscopy and re-suturing of bleeding left uterine vessel). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding and post procedural haemorrhage had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, pelvic pain and post procedural haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.124 kg/sqm. [Hysteroscopy] on (B)(6) 2013: device inserted bilaterally without resistance. Right side: 4 springs visible. Left side: 7 springs visible. [Investigation] on (B)(6) 2019: 3 weeks post surgery and physically is making a very good recovery. The urinary catheter has been removed and bladder functions is normal. An abdominal ultrasound scan confirmed an empty bladder and no evidence of pelvic collection. Dr explained that bladder injury resulted from dissection of bladder from c-section scar. It was recognized immediately and repaired appropriately and that there was no bleeding from pelvic side wall during repair of bladder process. Following accidental removal of pelvic drain in recovery, patient returned to have a fresh drain inserted. Later unfortunately, intraperitoneal bleeding necessitated a further return. Dr explained to patient that at no time was her life in significant danger and the hb concentration did not fall below 99 g/l and other than tachycardia, vital signs remained entirely stable. Patient had vasovagal episode during explanation; on (B)(6) 2019: patient¿s recovery is proceeding uneventfully. This is very little in the way of pain. Bowel and bladder functions are relatively normal [pathology test] on (B)(6) 2019: specimens: uterus bso simple. Clinical details: history of heavy menstrual bleeding and pelvic pain. Essure sterilization in past. Patient anxious re its effect. Check for evidence of chronic inflammation, infection and adenomyosis. Gross description: there is no macroscopic evidence of fibroids or adenomyosis. The right fallopian tube measures 50 mm in length and is congested. Left fallopian tube measures 50 mm in length and is congested. Sections of cervix showed mild chronic inflammation and small benign endocervical polyp. Vaginal skin and myometrium are unremarkable. There is no evidence of hyperplasia or neoplasia. There is no evidence of adenomyosis. Both fallopian tubes are congested but there is no evidence of significant inflammation or neoplasia. Final diagnoses: uterus and cervix - mild cervical chronic inflammation; benign endocervical polyp; no evidence of inflammation or neoplasia; bilateral fallopian tubes: no evidence of inflammation or neoplasia. [Ultrasound scan] on (B)(6) 2013: confirmed appropriate positioning of essure. Sterilization devices. [Ultrasound scan vagina] on (B)(6) 2019: anteverted uterus. Endometrium thick, negative ¿ d15. Both ovaries low afc. [X-ray] on (B)(6) 2018: 2 linear devices within central and right side of pelvis in keeping with essure sterilization devices. There is separated by 3.4 cm (ts) a technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.